Manufacturer narrative:
Investigation pending.

Event description:
Customer called to report an issue with their triage meter f3 (meter pro). The customer was running some correlation studies and the meter turned off. When they turned the meter over, they noticed the area where the batteries are located was very hot. The back was then opened and all the batteries looked as though they had partially melted. When the meter cooled down, the power cord was attached, but the meter would not turn on.